Event description:
Failure of locking mechanism in right shoulder. Revision surgery needed, stem and head removed. Stem excised with minimal loss to surrounding bone. Glenoid was examined and seemed to be without significant wear and without signs of loosening, not removed. Surgeon revised patient to a #10 stem from different brand. Implant not being returned. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. Not tightening the locking screw with the correct torque or not seating the driver into the locking screw correctly could cause this type of event. However, since the device was not returned these determinations can not be confirmed. The cause of this event can not be concluded without implant evaluation.